Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient therefore an evaluation of the device cannot be performed. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.